Manufacturer narrative:
The customer clarified that the "majority" of the comparison data was generated for study purposes but some of the higher inr results were reported and used for diagnostic purposes. The customer was not able to specify which higher inr results were used for diagnostic purposes.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter provided correlation data for 100 patients tested on coaguchek xs plus meters compared to the stago laboratory method. Based on the data provided, the results for 44 patients were discrepant. It is not clear if the data generated was for comparison purposes only or if it was for diagnostic testing. The customer used multiple coaguchek xs plus meters and multiple strip lots. No serial numbers or strip lot numbers were provided. There was no allegation that an adverse event occurred.